Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. Technical support check log files shown alarm 328- 12 times from (B)(6) 2017- (B)(6) 2017. Alarm 306- 5 times from (B)(6) 2017; alarm 316- once on (B)(6) 2017; alarm 318-once on (B)(6) 2017; alarm 325- 25 times from (B)(6) 2017- (B)(6) 2017; alarm 310- (B)(6) 2017 and on (B)(6) 2017; on (B)(6) 2017 power board change from rev 4 to rev 3 and sensor board from rev 5 to rev 3; on (B)(6) 2017 power board change from rev 3 to rev 4 and sensor board from rev 3 to rev 5; on (B)(6) 2017 sensor board from rev 5 to rev 3.

Event description:
Requested to send the latest event log of this unit because the internal hardware was swapped with serial number (B)(4). Patient involvement not stated.